Event description:
Healthcare professional reported "the patient underwent breast reconstruction but is complaining of pain due to the valve and has capsular contracture." Device remains implanted.

Manufacturer narrative:
Continued postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.